Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex st150, set, an external fluid leak was observed from the waste bag. The blood was returned and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not received for evaluation, however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed a leak at the level of the set drain bag sealing near the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Final functional testing is performed during production release controls based on a sampling, in which the sets are loaded and primed on a control unit. The sets tested from this lot were within specification. The reported condition was verified. The cause of the component damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.